Event description:
Customer reported a failed display on the spectrum monitor, which may have resulted in a loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service rep replace the units cpu.